Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the pump, with the pump and fingerstick readings both showing values up to 400 mg/dl after an infusion set change with a contact detach set, and the issue persisted until further troubleshooting and a subsequent supply change were performed; goodwill supplies and education on back-up therapy were provided, and follow-up confirmed glucose trending down to 184 mg/dl. Symptoms included hyperglycemia without ketone testing, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no alerts for prolonged hyperglycemia above 300 mg/dl, no need for assistance, and no professional medical intervention or hospitalization. Investigation included troubleshooting with the user, review of infusion set use and replacement, and arrangement of replacement connectors and emergency supplies. Investigation of this case revealed no observable issues with the removed infusion set site or needle and no device alarms, and the hyperglycemia resolved after supply change and user guidance, which supports an unclear cause that could involve infusion set or site performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.